Manufacturer narrative:
(B)(4) date of this report - correction, describe event or problem - correction to follow-up #001, if follow-up, what type?: correction. Subsequent to the initial MDR, additional information was received from the distributor regarding the complaint. It was reported that the patient stated that the sensor wire fell off before it was inserted under the skin. The patient had lost the sensor wire due to an handling error by pulling the collar too early. Upon further review, this is confirmed that this is not a reportable event as this caused a difficulty in deployment which caused the sensor wire to become detached.

Event description:
Dexcom was made aware on 06/08/2016 that the patient experienced a broken or detached sensor wire on (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a broken or detached sensor wire on (B)(6) 2016. Date of issue is an approximation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) date of event - correction, describe event or problem - correction, if follow-up, what type?: correction.

Event description:
Dexcom was made aware on 06/10/2016 that the patient experienced a broken or detached sensor wire on (B)(6) 2015.